Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ping) read inaccurately high compared to another device (unknown device). The reporter did not specify the results obtained on either meter but stated that the tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.